Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced motor error alarm during bolus delivery. Customer's blood glucose was 131 mg/dl. Call was lost during troubleshoot, therefore, troubleshoot could not be completed. No further information provided.